Event description:
It was reported that the buttons on the insulin pump are sticking and there is a crack to the right side of the display. Customer's blood glucose level at the time was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, minor scratched display window and cracked battery tube threads. No cracks noted on the display window or on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.